Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the rotaburr became stuck in lesion. The target lesion was located in the left anterior descending artery(lad). A 1.75mm rotalink¿ burr was selected for use. During procedure, it was noted that the device was stuck in the target lesion. The patient was sent for surgery after several attempts failed to dislodged the device. There were no further patient complications reported and the patient's condition was good and well.